Event description:
Trigger difficult to push. Actuator not picking up t2. It was confirmed that the trigger did not spring back to grab t2 and that it was difficult to move. In this case, dr. Cut the suture free and left t1 in place.

Manufacturer narrative:
(B) (4), the device has not been received for evaluation.(B) (4)